Event description:
It is reported that pt underwent left total hip arthroplasty and removal of hardware from previous intertrochanteric hip fracture. It is reported that post op, pt experienced infection and underwent IV antibiotic treatment and drainage of the hip.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the (B)(4). The MFR did not receive explanted devices or x-rays. The devices are still implanted. The surgical report has been provided. It confirms an acute infection of the joint and the application of an IV antibiotic treatment. The germ identified was a methicillin resistant staphylococcus aureus. The root cause for the infection cannot be determined. It is not suspected that product failure lead to the alleged event. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).